Event description:
Customer reported an issue with the passport 2 monitor which may have resulted in a loss of co2 monitoring. No pt injury was reported.

Manufacturer narrative:
Service representatives replaced the cpu board and power switch. Reprogrammed the unit and calibrated and safety tested to factory specifications.